Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft is identified in d2 and g5. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was returned for evaluation. The investigation of the returned delivery system an inner catheter break was confirmed; the system was found in activated state without stent graft, and the inner catheter was found broken inside the system. An indication for a process related issue could not be found. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles (¿) flushing these lumens will also facilitate stent graft deployment.'. In regards to accessories the instructions for use and labels indicate the use of a 0.035" guidewire. The instructions for use further state: 'after withdrawing the deployment system, visually confirm that the complete system has been removed. (A) inner catheter with flared distal end.'. H10: g4. H11: h6(method, results, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in femoral artery for pseudo aneurysm treatment, the inner catheter was allegedly broke once removing the device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510k number for the fluency plus vascular stent graft is identified.

Event description:
It was reported that during a stent placement procedure in femoral artery, the inner catheter was allegedly broke once removing the device. There was no reported patient injury.